Event description:
It was reported, the customer was hospitalized for high blood glucose. Troubleshooting was performed. The programming in the insulin pump was correct and the insulin exited during prime test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.